Event description:
It is reported that in 1999 patient underwent left total knee replacement. X-ray revealed loosening of the femoral component and subsidence of the tibial component. As a result, in 2001, the knee was revised where it was confirmed that the tibial tray had subsided medially and had fractured in two. The anterior medical bone screw was discovered to have fractured and the medical posterior screw was found to have fair amount of osteolysis around it.